Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2024, the patient was feeling sick and went home from school. At home the cgm reading was 17.0 mmol/l and the blood glucose reading was 13.7 mmol/l. The patient calibrated the sensor, and the sensor showed the correct value about 10 minutes later. A couple of hours later, the cgm reading was 5.0 mmol/l. The patient was feeling hypoglycemic and thought that the sensor was showing inaccurate values, the cgm reading was 4.5mmol/l. The patient intended to take a blood glucose value, but started to see blurry, and couldn¿t communicate properly and couldn¿t walk straight. The relatives led him into the kitchen and gave him carbohydrates and after the treatment the patient recovered. The patient had no memory of contacting his relatives or of the situation until he was sitting and consuming carbohydrates 10-15 minutes later. Due to the situation, no blood glucose was taken during the incident. The cgm reading was 3.7 mmol/l and was reported inaccurate. The patient was never unconscious but was not contactable or able to talk/answer questions. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient didn¿t have permanent memory loss after the incident, but he had difficulties trusting the values of his dexcom sensor and was very afraid of getting a low. No data was provided for evaluation. The allegation and the probable cause could not be determined. T there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.